Event description:
It was reported that clotting occurred during use with bd vacutainer® trace element serum blood collection tubes. The following information was provided by the initial reporter, ¿we purchased bd vacutainer royal blue top collection tubes (bd 368381) for trace metals analysis in blood. Several of the tubes clotted after collection despite standard phlebotomy protocols (inverting the tubes). We did use 22g needles for collection, and the phlebotomists noted that the draws were slow. Has there been this kind of issue with these tubes before? We¿re trying to assess whether or not we should continue with the royal blue top, or if we need to change any protocols to avoid future clotting issues." 120 occurrences were reported, but no dates/times or patient information were given.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred during use with bd vacutainer® trace element serum blood collection tubes. The following information was provided by the initial reporter, ¿we purchased bd vacutainer royal blue top collection tubes (bd 368381) for trace metals analysis in blood. Several of the tubes clotted after collection despite standard phlebotomy protocols (inverting the tubes). We did use 22g needles for collection, and the phlebotomists noted that the draws were slow. Has there been this kind of issue with these tubes before? We¿re trying to assess whether or not we should continue with the royal blue top, or if we need to change any protocols to avoid future clotting issues." 120 occurrences were reported, but no dates/times or patient information were given.